Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of voluntary report (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What is the product code of the device? Please confirm that there is no product available for return.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the absorbable straps were used. During the procedure, straps were not deploying properly. The tacker was replaced and loose straps were removed from the patient before another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: what was the name of the procedure? Lap chole, lap repair of umbilical hernia with mesha, lap creation of myocutaneous flaps and abdominal wall reconstruction measuring 5 x5 cm. What is the product code of the device? Ethicon secure strap, ref: strap25, lot ke6971, exp 4/2018.